Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that of the event date and that the patient also experienced baker grade IV capsular contracture on the right side. As a result, the patient underwent bilateral device removal on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 325cc mentor memorygel breast implants and experienced rupture on the right side and capsular contracture on the left side postoperatively. The rupture was confirmed with an MRI exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The patient stated she underwent breast surgery in 2008 and believes the same implants were used. Breast implants are single-use devices, and re-implantation of the device is an off-label use. This report is for the patient's left-sided device.